Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and h4 which was inadvertently left off. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause is unable to be identified, however, it is likely that the device is worn possibly from mishandling the device. The event may be prevented by following the instructions for use which state: "warning ¿ never perform angulation control forcibly or suddenly. Never forcefully pull, twist or rotate the angulated bending section. Patient injury, bleeding and/or perforation can result." Olympus will continue to monitor field performance for this device.

Event description:
A user facility submitted a repair request to the olympus service center, for an evis exera ii ultrasound gastrovideoscope exhibiting light guide defect (ultrasound beam interruption on the right and dot on the left). The event occurred during an endoscopic ultrasound (eus) diagnostic procedure. It reported that the procedure was completed using the same device with no delay. Upon inspection and testing of the customer returned device, a gap was found in the adhesive on the distal end and stain entered inside the lens through the gap. In addition, there was a gap between acoustic lens and ultrasound probe. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, due to wear of lock engagement lever, up/down knob could not be locked securely, suction cylinder dirty, suction cylinder discolored/deformed, due to damage on charged coupled device unit, the image had white dots, due to damage on ultrasonic probe, the number of missing element exceeds the standard value, due to damage on acoustic lens, displayed ultrasound image defective, acoustic lens damaged, distal end dented/stained, adhesive on angle rubber detached, connecting tube scratched, and due to wear of angle wire, bending angle in up direction did not meet the standard value. The faulty parts will be replaced, and the device will be returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.